Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the battery is not charged. Remote support from the customer care solution was received and determined the battery was defective. The customer replaced the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer replaced the battery resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device exhibited an error while in standby. There was no reported patient involvement.